Event description:
During a patient call, the autopulse nxt platform (sn (B)(6) failed to maintain operation for the expected duration when used with two separate autopulse nxt batteries (sn 04713 and sn 04714). According to the reporter, each fully charged battery powered the device for only 10 minutes and 15 minutes, respectively. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.